Event description:
It was reported that the wake button on the pump was not working at times as it required multiple presses in order to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.